Event description:
Pt was revised to address suspected infection. Cultures were negative; however, the capsule was filled with a pus like substance. The cup was loose and was removed with little force.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot and product codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in aug of 2010 following an hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Patient was revised to address suspected infection. Cultures were negative; however, the capsule was filled with a puss-like substance. The cup was loose and was removed with little force. Update litigation alleged the asr hip implant was explanted due to severe and chronic pain, difficulty ambulating, metallosis, exposure to excessive levels of chromium and cobalt and infection.

Manufacturer narrative:
Corrected: (catalog #). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.